Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). Replacement surgery was performed due to fluid leak in the cuff. It was noted that the patient had this aus for over 10 years. The patient was reported to be doing well and no other adverse events were noted. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.